Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon depressed the min button and smoking was noticed coming from the crotch of the end effector. It appears that the proximal end of the white tissue pad was melted. Another like device was used to complete the procedure. There was no pt consequence.